Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that when she removed the set, cannula was bent and had high blood glucose level. She was running high all the morning. Her blood glucose was above 500 at the time of incident and was hospitalized due to high blood glucose (above 500 mg/dl). She treated herself with pens prior to hospitalization. She was released after her blood glucose level was stable. Reportedly, her infusion set cannula was crimped. The infusion set had been in use for two days and the site location was her abdomen. She was hospitalized for two days. At the time of reporting, her blood glucose level was 303 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.